Event description:
It was reported that during a cholecystectomy procedure, the hand switch of ace36p did not activate, but the foot switch did. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.